Manufacturer narrative:
(B)(4).

Event description:
Procedure: pulmonary. Surgeon was at the junction where the pulmonary artery is. The device was fired across the pulmonary artery. The staples formed in the lung side, but not in the pulmonary artery side. Bleeding occurred, and could only be rectified with a j+j set. 500 cc's of blood loss occurred and the operating time was extended by 10 minutes, during which time the bleeding was brought under control. Additional information has been requested from the account.